Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined. The root cause is undetermined.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. In (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag therapy (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis which required hospitalization. On (B)(6) 2011, the patient began remedial therapy with vancomycin (1 gm, loading dose, ip) and amikacin (100 mg, daily, ip). The cause of the peritonitis was unknown. At the time of this report, dianeal pd2 ultrabag therapy was ongoing and the event of peritonitis was resolving. Concomitant medications were not reported. The nurse considered the event of peritonitis to be unrelated to dianeal pd2 ultrabag therapy. Follow up information was provided on (B)(6) 2011 by a baxter-employed nurse. On (B)(6) 2011, remedial therapy with amikacin was discontinued, the pd catheter was removed and the patient was discharged from the hospital. On an unreported date, dianeal pd2 ultrabag therapy was withdrawn, the patient was placed on hemodialysis and the event of peritonitis had resolved.